Event description:
During a lap cholecystectomy procedure, a piece of clear plastic material was hanging off the specimen where the clip was placed. The surgeon was able to retrieve the piece with a grasper without any pt consequence. The procedure was finished with the same instrument.